Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at lcd window corners and battery tube threads. The insulin pump was received with scratched lcd window corners.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the esc button was unresponsive. The customer reported that the insulin pump was exposed to sweat. The customer's blood glucose was 469 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The customer was unable to complete troubleshooting for high blood glucose due to keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.